Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy for vertebral body replacement (anterior approach). The pre-op diagnosis was mentioned as l1 vertebral fracture. It was reported that, implant back-out is being confirmed after the surgery. Upon checking the image, it seems that the self-adjusting endo cap on the upper end plate side of l2 is moving despite the final tightening. The cage was dislocated approximately 1 week after the procedure. It seems that the endo cap is moving. The end plate is fractured. The levels implanted were l1. No revision surgery is planned to explant. There was no symptoms or complications reported. There was no additional treatment or surgery performed as a result. No further complications reported regarding the event.